Event description:
This report is in ref to an incident involving a death on 11/23/96. Co has spoken to the administrator at the facility where the death occurred and he advised that there was no defects or defaults in the rail and this was not the cause of death. However, co has requested that the rail be returned for co's review which the administrator has agreed to do. Once co receives the rail back and has reviewed it, co will be able to do a complete follow-up on the product.